Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding set. The customer reports that when the patient's husband installed the tubes, there was a leak on the exterior of the tubing and the junction between the purple part of the piercing pin and the transparent tubing. The device was not used on the patient.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that products were released according to all established procedures and qa documentation. Two used samples were returned for evaluation and after functional test and visual inspection the reported fault was verified for one sample. A root cause analysis indicated a dimensional gap between the cross spike connector and tubing. As part of continuous improvements, a corrective action has been opened to improve the dimensional gap between the cross spike connector and tubing which will help mitigate leaking. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that when patient's husband installed the tubes, there was a leakage on the exterior of tubing and the junction between the purple part of the piercing pin and the transparent tubing. Device was not used on patient.